Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported dates, the patient was treated with ceftazidime (dose, duration, frequency and route not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. On an unreported date, the patient was retrained on aseptic technique. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.